Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was frozen and delayed in responding to touch. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was approximately 120 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.